Event description:
The pt reported the up button of the infusion device does not operate and the pt was not able to bolus. The infusion device was replaced and requested to be returned for evaluation. Preliminary evaluation determined that the up/down button is always active. Due to an external mechanical influence the snap dome of the up/down button is pressed through. This source led to an always activated up/down button and therefore all the buttons do not react on pressure.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.